Event description:
During a ureteroscopy, the md had a retrieval basket secured around the stone and when he applied a little traction to it, the wire broke within the shaft of the device. The basket threads remained intact and closed around the stone, with a section of the device wire still attached. The remaining portion of the device was removed through the ureteroscope. With the handle disconnected, there was no way to open the basket threads to remove it so the md proceeded to laser the stone into fragments for removal. Once the stone was fragmented enough, he was able to use a grasper to remove the basket and wire in its entirety so no foreign objects were left in the patient.